Event description:
It was reported that during an open roux en y procedure, the surgeon completed the surgery with no problems. The patient was readmitted because of a leak. When the surgeon opened the patient, he noticed that there was a leak on the distal j-j anastomosis. The surgeon said that when he opened the patient to see what happened he saw there was bleeding at the distal end of the anastaomosis. It could not be confirmed what caused the bleeding. Patient is doing fine with no further consequence.